Manufacturer narrative:
Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that the patient had a large spinous process and the clamp would not engage. The site proceeded by using the old generation style clamp. There was no delay to the procedure and no impact to patient outcome as a result of this issue.